Event description:
The customer reported a falsely elevated alinity I free t4 generated on the alinity I processing module for one patient that underwent a physical examination. The following data was provided: initial ft4 result = 24.31 pmol/l; repeat result = 11.59 pmol/l (reference range: 9.0 ¿ 19.05 pmol/l). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 63095ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify trends for list number 07p70, however, an increase in complaint activity for lot 63095ud05 was not identified. Additionally, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 63095ud05 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated alinity I free t4 generated on the alinity I process module for one patient that underwent a physical examination. The following data was provided: initial ft4 result = 24.31 pmol/l; repeat result = 11.59 pmol/l (reference range: 9.0 ¿ 19.05 pmol/l) there was no impact to patient management reported.